Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2016. Device has not been explanted. On (B)(6) 2022, the patient contacted the physician and reported swelling and pain on the lateral aspect of his right knee. He requested a diagnostic work-up of his right knee. The doctor's office recommended that the patient continue with the plan to surgically revise his left knee before beginning work up on the right knee. Specifically, he was informed that he should wait to perform a work up of his right knee until after his left knee surgery to ensure up to date imaging and testing is obtained and to ensure that his left knee healed enough to pursue revision right knee surgery if necessary. The patient was ordered to take anti-inflammatories to help manage the pain. As to his right knee, the patient has experienced pain and discomfort from over-use/over-compensating. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Mdl no. (B)(4). The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. Pending investigation.